Event description:
It was reported that a patient has had 1-2 revisions in the past 12 months but no details were available. The patient had increased pain. The patient stated he ¿was welding.¿ the reporter indicated that the logs had been read. The pump was used to infuse morphine (unknown). No outcome was reported for this event. Follow up was being conducted to obtain this information. If additional information is added, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).